Event description:
It was reported that alarm 01 occurred while customer used cartridge and caller could not confirm any visible cracks on cartridge, noting that cartridge was removed to turn pump off and then placed in storage. There was no adverse impact to the customer¿s blood glucose level. No corrective actions were required, and no additional outcome details were reported.